Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is presumed that the communication error between the light source and the scope occurred due to factors such as connecting the scope with liquid on it, causing the endoscopic image to disappear. Olympus confirmed traces of liquid on the electrical contacts of the scope connector receiver. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the equipment was shipped in accordance with the specifications. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): the scope connector, including the electrical contacts, should be connected to the light source device in a sufficiently dry state. Also, make sure that there is no foreign matter (chemical residue, water stains, sebum stains, dust, gauze fuzz, etc.) On the electrical contacts before connecting. If the electrical contacts are wet or have foreign matter attached to them, the device may malfunction or break down. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (medical corporation university medical association nisshin orido hospital); added here due to character limitation in respective field.

Event description:
It was reported, the video system center had an image blackout problem with the clv-290 sl (light source). The issue occurred during an unknown specified procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probable cause of the reported event was most likely attributed to the scope being used with foreign material or liquid on its pins, which caused a communication failure and turned the inside of the octagonal mask completely black. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.